Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of a post-operative leak, which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, annex a and annex g. B1 updated from "adverse event" to "adverse event and product problem". Annex e updated to include e0506 and e2327 due to the report of ¿leaks¿ and ¿necrosed¿ stomach tissue. Annex f updated to include f1901 due to the report of additional surgeries. Annex a updated to include a050704 due to the report of ¿staple line open.¿ annex g updated to include g0405214 as complaint is related to the staple.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
(B)(4). - the sureform stapler 60 reloads involved with the reported event have not been returned to isi for evaluation. However, the sureform 60 stapler instrument has been returned and failure analysis has completed the investigation. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. A review of the stapler log for the sureform 60 stapler instrument part number: 480460-08, lot l93191025-0154 associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The logs indicate that this sureform 60 stapler instrument fired eight stapler 60 reloads (4 green, 2 blue, 1 black, and 1 white). All firings were completed per the logs. There were a couple of green firings that had 1 incomplete clamp prior to completing clamping and firing. The black stapler 60 reload was the 3rd reload fired and there were no incomplete clamps on that install. The white stapler 60 reload was the last reload fired, and that install did not have any incomplete clamps. However, after the last firing, there were 4 additional installs using white stapler 60 reload where no clamps or fires were attempted. Isi has received the sureform 60 stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the initialization test. The instrument moved intuitively with full range of motion in all directions. The grips opened successfully. No images or videos of the event were shared. This complaint is being reported due to the following conclusion: it was reported that after undergoing a da vinci-assisted gastric bypass procedure on (B)(6) 2020, the patient experienced a post-operative staple line leak that required additional procedures to resolve. However, the cause of the reported event is unknown at this time. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Is not applicable because the product is not implantable. Information for the blank fields is unknown. Could not be determined since the product's lot number was not provided.

Event description:
It was reported that after undergoing a da vinci-assisted gastric bypass procedure on (B)(6) 2020, the patient experienced a post-operative staple line leak that required additional procedures to resolve. On (B)(6) 2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: on (B)(6) 2020, a (B)(6) year-old female patient underwent a da vinci-assisted gastric bypass procedure. The surgeon used a sureform 60 stapler instrument with multiple sureform reloads. The surgeon reportedly fired a black stapler60 reload across the bottom of the stomach tissue. An unspecified number of green stapler60 reloads fired across the lateral edge of the gastric pouch. Later during the procedure, the surgeon reportedly had compression issues while attempting to fire a white stapler60 reload on the jejunum. The sureform stapler instrument was reloaded with four white stapler60 reloads. After the 8th fire, the sureform 60 stapler initialized, and the surgeon could turn and rotate; however, they could not close the stapler to clamp. As a result, the surgeon used a hand-held laparoscopic stapler instrument to complete the last stapler fire. The case was completed robotically. The or team reported an icon showed up on the screen of the vision tower with a circle around the letter ¿l¿ while they attempted to close the stapler at the end of the case. It was confirmed that the leak tests were negative, and other than the compression issue with the white reload, there were no other intra-operative complications reported. It was confirmed there was no video recording of the procedure, and the reloads used during the procedure were discarded. A CT scan performed on (B)(6) 2020 was normal. A 2nd CT scan was performed on (B)(6) 2020; however, and there were air and micro leaks indications. On (B)(6) 2020, the patient underwent a second laparoscopic procedure, and it was identified that the staple line with the blue sureform60 reload was open, and micro leaks were observed on staple lines with the green stapler60 reloads. The surgeon closed the open staple line with an echelon stapler instrument (manufactured by a third party). On (B)(6) 2020, the patient underwent a third procedure (it is unknown if it was a laparoscopic or open surgical procedure) for unspecified symptoms and triggers. At that time, it was identified that the echelon staple line was open, and the remnant stomach tissue was hypoperfused and necrosed. As a result, the surgeon had to resect the stomach tissue, and it was reduced further. As of (B)(6) 2020, the patient is reported to be in the hospital.